Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The company representative reported via email that the insulin pump required frequent battery changes and alarmed no delivery inexplicably. The caller did not know the blood glucose reading. The customer declined troubleshooting assistance for the matter.